Manufacturer narrative:
Device passed displacement test and self test. Hardware low level failures was present in the pump trace download due to broken trace at u1 pin 1 or vdd on keypad assembly. No audio or vibrate or absence of alarm anomalies noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose and hardware low level failure alarm. The customer blood glucose level was 400 mg/dl at the time of incident. The customer was able to clear the alarm and able to rewind the pump. The customer did perform self-test but did not passes and pump alarm again. Customer treated with insulin pump. The customer state that pump kicks out of auto mode all the time. The customer was advice pump will need to be replaced. Advice to revert to backup plan per health care professional instructions. The product will be returned for analysis.